Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a reoccurring alarm. Tandem technical support reviewed the pump's t:connect data and multiple, intermittent occlusion alarms were identified. The customer reported that the blood glucose (bg) level was over 400 mg/dl. The customer thought that the occlusions were due to the site and changed the infusion set. A correction bolus was delivered to address the bg level. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to confirm if the site was the cause of the occlusions.